Event description:
During a tonsillectomy - the needle bovie tip arced & sparked. The needle tip was changed. New tip arced & sparked also. Pt was not harmed. This was the 3rd such occurrence. (Valleylab notified & sent devices 5/16/02 and 7/2/02.)